Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) in (B)(6) alleging a onetouch verio meter was displaying an error 4 message. The patient did not allege any harm or injury due to the alleged issue. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion(s): there is no indication that the lfs product caused or contributed to a serious injury. The patient did not report any blood glucose readings, symptoms or treatment suggestive that an acute complication of diabetes occurred. However, this complaint is being reported because the alleged issue was not resolved with troubleshooting.

Manufacturer narrative:
(06/10/2013) follow up #2 correction: the test strips for lot # 3304063 and 3321072 were returned on (B)(4) 2013 and evaluated on (B)(4) 2013 with the following conclusions: the test strips passed testing with no faults found. The meter involved in this complaint was returned on (B)(4) 2013 and evaluated on (B)(4) 2013 with the following findings: the error was observed on the error log however pa was unable to reproduce failure in test. If lifescan obtains additional information, a third supplemental report will be sent. At this time, lfs considers this matter closed.

Manufacturer narrative:
Follow-up (2/25/2013)-device evaluation: the meter and test strips involved with this complaint have been returned and evaluated by lifescan product analysis on (B)(4) 2013 with the following findings: the meter passed all testing with no faults found. The error could not be reproduced. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. Device returned to mfg date: test strips - (B)(6) 2013, meter - (B)(6) 2013.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.